Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient had a fall and an displaced tibial, this has made the tibial component loose.

Manufacturer narrative:
The reported event could be confirmed since the CT scan reveals there is a highly subsided tibial component visible in the CT scan, likely with some impression fracture anteriorly. It looks like it is loosened over time. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Upon further investigation of the CT scans, healthcare professionals opined that- there is a highly subsided tibial component visible in the CT scan, likely with some impression fracture anteriorly. It looks like it is loosened over time. However, the hcp reports an incident with a fracture and dislocation, here and he will have more information like x-ray or other imaging together with clinical findings, therefore the assessment of the treating surgeon has more substance. The talar component has some radiolucence, but there is no clear dislocation visible. The underlying cause of the loosening would be an injury with poor bone substance and therefore patient related. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on the investigation, the most probable root cause of the loosening was trauma resulting from a patient fall. The patient had poor bone quality, which likely contributed to the loosening. Therefore, the event is attributed to patient-related factors i.e. Patient fell. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the patient had a fall and an displaced tibial, this has made the tibial component loose.